Manufacturer narrative:
Conclusion: failed distal bypass. Implanting an iliac limb with a tube graft.

Event description:
An aneurx abdominal iliac stent graft was implanted adjacent to another manufacturer's tube graft in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 12 months ago. It was reported that the patient had a failed distal bypass. The iliac limb performed as intended. The physician performed an aorto to femoral bypass and explanted the iliac limb. No additional clinical sequelae were reported and the patient is fine.